Event description:
Hcp reported device system explanted and replaced after 25 months due to concern about catheter integrity. The explanted device was returned to the manufacturer for analysis. No patient symptoms were reported. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis results reveal - catheter leakage.